Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sync issue. Data was provided for investigation. The allegation of a sync issue was undetermined via data. However, a flickering mag glass was found in connection to the reported allegation. The probable cause of the flickering mag glass was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. The reported issue of a sync issue is reportable based on the finding of the flickering mag glass. No injury or medical intervention was reported.